Manufacturer narrative:
(B)(4).

Event description:
Device was reported in backup mode, patient had received therapeutic radiation in the prostate area. Device was reinitialized and remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The returned device data was inspected. The inspection revealed that the ICD activated the backup mode, because it detected invalid memory content during an automatic signature check. The invalid memory content was detected on (B)(6) 2017 at 09:35 am. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will -by design- activate the backup mode to assure the patients safety. Based on the available data the root cause of the clinical observation was not determinable. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields or the reported radiation therapy may have contributed to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In conclusion, the clinical observation resulted from an invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the backup mode. The ability of the device to deliver therapies is not affected by the safety mechanism. There was no indication of a device malfunction.